Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to advance and difficulty removing from the vessel could not be replicated in a testing environment as it they are based on operational circumstances. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mildly tortuous, mid right coronary artery (rca) after predilatation with a non-complaint balloon dilatation catheter (bdc) the 2.75 x 28 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the guide catheter became dislodged and the procedure was discontinued. Additionally, a slight resistance with the anatomy was noted during sds removal; there was no reported interaction of the devices. Also due to no available devices such as a cutting balloon the procedure was abandoned and the patient was referred for surgical treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.